Event description:
A user facility sent the olympus asset visera 4k uhd camera control unit, to the olympus service center for periodic battery replacement repair request. Upon inspection and testing of the returned device, it was observed, communication error e117 was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, communication error e117 occurred, battery consumption issue was noted, and foot gum wear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code (e117) was due to an internal component failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.